Manufacturer narrative:
The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and lymphadenopathy.

Event description:
Patient representative reported for left side "deformity and loss of inframammary fold line", "suspected bia-alcl", "swollen lymph nodes", "abdominal pain", "stress", "headaches", "lupus", "breast swelling", "rashes", "anxiety", "shock", "depression", "emotional trauma", "fatigue", "insomnia", "fever", "loss of appetite", "loss of cognitive ability", "chronic pain", "disfigurement", "loss of enjoyment of life, and a loss of amenities". The events "emotional trauma, fatigue, insomnia, loss of appetite, loss of cognitive ability, headache, lupus, depression, fever" are not related to the device. Histopathological markers are not reported, and alcl cannot be confirmed. The device has been explanted.